Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical use and evidence of blood. There was significant evidence of blood in the deployment tube and inside the body of the delivery device. The seal was extended outside the delivery device and was unraveled. The anchor tab was between the tension spring. The seal did not come out of the delivery tube when deployment was attempted. The anchor tab was stuck in the deployment tube, between the tension spring assembly. Based on the evaluation results, the reported complaint for "failed to deploy" was confirmed. (B)(4).